Event description:
It was initially reported that a patient underwent a cardiac ablation procedure with a carto 3 system and a phantom shift occurred during surgery. The customer's reported force issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 9-dec-2024, additional information was received indicating there were no errors provided by the system. The issue was noticed when they remap left atrium (la) and the old map moved to another place. The issue occurred during ablation. The physician did not perform cardioversion prior to the map shift and the patient did not move. Based on this new information available the event was assessed as an MDR reportable malfunction.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. Initial reporter phone: (B)(6). Manufacturer's ref. # (B)(4).